Event description:
An (B)(6) yr old male pt underwent evar on (B)(6) 2014. The contralateral gate was not cannulated prior to top cap deployment. After the proximal trigger wire was removed on the zenith flex main body, the doctor loosened the black pin wise and attempted to deploy the suprarenal top cap and met resistance. The system was rotated together. He was able to push it off but it required excessive force. The device landed a little low but there was no need for additional device placement. The procedure was successfully completed with this device. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
During investigation, review of complaint history and trends, the device history record, and the instructions for use (IFU) was conducted. In addition, a visual inspection of the complaint device was performed. The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les). Use of this specific wire guide could prevent/reduce this failure mode from occurring and/or reduce the probability of the worst case severity occurring. Additionally, prior to removing the proximal trigger wire, the IFU instructs the user to verify the wire guide is in the thoracic aorta. In addition, top cap deployment troubleshooting is detailed in section 14, 2 of the product's IFU. Examination of the device noted light scratching with no significant disruption of the top cap material lot records for the device were reviewed and no notable observations regarding quality issues were observed. The exact cause is unknown at this time, but the top cap was eventually released and the procedure successfully completed. This complaint will be reported to have resulted in low impact to the patient.